Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of the device. Related to operational context. Deformation problem (stent deformed). Evaluation conclusion: device failure related to patient condition. Operational context caused or contributed to the event.

Event description:
Evaluation summary: the distal tip appeared stubbed which may indicate that the device met some resistance during the procedure. The stent appeared deformed with the distal and middle section of the stent stretched and bunched. The proximal section of the stent appeared less damaged.

Manufacturer narrative:
Evaluation results: failure to follow instructions (lesion was not pre-dilated). Inherent risk of procedure (stent deformation). No evaluation performed as device was not returned. (No device received for evaluation). Evaluation conclusion: failure to follow instructions (lesion was not pre-dilated). Known inherent risk of a procedure (stent deformation). Unable to confirm complaint as device was not returned. (B)(4).

Event description:
It was reported that the physician was attempting to use a 2.50mm diameter x 12mm length endeavor resolute (rx) drug eluting stent but was unable to cross the target lesion and was reported as broken upon removal. The device was prepped as per IFU with no abnormalities noted. No pre-dilatation was carried out prior to use of the device and no other devices were used during the procedure. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).